Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a patient line that overflowed some solution while repriming the line. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2011. The patient stated the following: he held the line lower than the cycler which caused the line to overprime. Therapy had been going fine since the event and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed and the cause was use error - patient connector lower than heater bag. The label review found the labeling adequate for the use error in this complaint.